Event description:
Customer reported a motor error alarm during a prime. The customer also reported receiving no delivery alarms. She also stated she was able to complete the rewind sequence on the insulin pump. Customer's blood glucose was 196 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer also stated she had diabetes ketoacidosis twice while on the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.